Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they inserted a new battery in the insulin pump but the display failed and was not working. The customer¿s blood glucose during the incident was 285 mg/dl. The customer cleaned the battery cap and turned off the device for 10 minutes but the problem persists. The device was not damaged. No further details were given. The device will be replaced and returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test due to blank display. Device received with moisture damage motor, vibrator, keypad and battery tube assembly.